Event description:
It required three attempts, utilizing three separate delivery devices, to attach an esophageal ph probe before one was successful. One of the two unsuccessful attempts required extraction of the capsule and in the other case it was possible to pass the capsule through the gi tract. The procedure was significantly prolonged as a consequence. A manufacturer's representative observed the utilization of this device at our institution after this problem was previously experienced and was unable to identify use issues. The manufacturer has not yet had the opportunity to examine the capsule delivery devices utilized in this incident.